Manufacturer narrative:
The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
It was reported by a patient's legal representative, through medical records, that the patient underwent a right tha on (B)(6) 2013, using corin devices (part(s)/lot(s) unknown). Following the index surgery, on (B)(6) 2022, the patient was admitted to the hospital for evaluation of the right hip due to pain. On (B)(6) 2022, the patient underwent a right hip aspiration and then a right revision tha using corin tri-fit devices on (B)(6) 2022. The right revision tha was performed by the same surgeon as the index surgery. Following the revision surgery no further pain was reported. No further details have been received. This case is linked to (1226188-2026-00023_per-b)(6).